Event description:
During routine testing of the defibrillator, the operator allegedly rec'd a shock to each thumb when discharging the defibrillator into the test load of a standard nicad battery charger. Following the reported event, the operator was examined by a physician. There were no serious injuries reported as a result of the alleged shock. The rptr later complained of heart palpitations and was seen by another physician. The physician said the heart palpitations were not likely the result of the reported shock.